Event description:
The ventilator was running on a pt and the battery lasted only for 30 mins according to the pt's family. Later, the distributor tested the ventilator with the same pt setting. The battery lasted for 2 hours. However, the time between low battery alarm and unit shut down was a few seconds. The respiratory supervisor said the test results are the same as what the pt's family reported to them. Please note that there were no serious injuries or death in this case.